Event description:
According to a hill-rom technical service representative, the power cord was damaged, ground pin was broken on power plug. No reported injuries. He replaced the power cord to resolve the issue.